Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that x-rays were taken by the health care provider to confirm a lead placement because the patient complains of low back pain. Impedances were all normal. The patient admitted to falling on unknown dates over the last several months. X-rays determine that both leads migrated south. After reprogramming, they were able to achieve stimulation in the right and left lower extremities as she got it prior. A lead revision is being scheduled to try and achieve low back pain relief as she had during her spinal cord stimulation trial. The date of the revision remains unknown. There were no further complications reported or anticipated.